Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that when turning off the joystick it will turn back on by itself.